Manufacturer narrative:
(B)(4).

Event description:
When patient returned to doctor's office to have stitches removed, doctor noticed a burn on the inferior side of incision/portal. Doctor said it was from the burr getting very hot. Sales rep said sometimes the burr is used without suction flowing through, because when they open the suction the shoulder joint collapses.